Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose level of 600mg/dl. Customer indicated that their blood glucose value was 523 mg/dl at the time of the call. Troubleshooting was performed. The drive support cap appeared to be flush and not recessed into the unit. The customer did not have a tubing clamp and was advised to call back when it was received for further troubleshooting.